Event description:
On (B)(6) 2014, the lay user/patient¿s mother (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was displaying an ¿error 3¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached by phone for additional information. The reporter stated that the alleged meter issue began at an unspecified time on (B)(6) 2014. The reporter stated the patient is on insulin pump therapy and claimed the patient did not make any changes to their usual diabetes management regimen in response to the alleged issue. The reporter claimed that 5 minutes prior to the start of the alleged meter issue, the patient developed symptoms of feeling ¿shaky and had behavior change¿. In response to the symptoms, the reporter stated the patient self-treated with food and/or drink at an unspecified time that same day. It is now known if the patient required the assistance of another person for treatment. The reporter claimed a blood glucose test was performed on another device at an unspecified time that same day and a result of ¿67 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the correct testing process was being followed. The csr walked the reporter through a retest and the alleged meter issue was resolved. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.